Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the distal circumflex with one 3.0 x 12 mm stent. On (B)(6) 2011, the patient experienced chest pain at rest, increasing over the past two weeks, relieved by nitroglycerin. On (B)(6) 2011, the patient was hospitalized and underwent percutaneous coronary revascularization with stent placement overlapping the index stent in the distal circumflex. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.